Manufacturer narrative:
.

Event description:
The customer stated that his blood glucose readings between (B)(6) 2018 were not stored in the memory of a contour meter. There was no allegation of adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.